Event description:
During follow-up, post-paced t wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event the patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
During follow-up, post-paced t wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event the patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
During follow-up, post-paced t wave oversensing and myopotential oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event the patient was stable and will continue to be monitored; there were no adverse consequences.